Event description:
During an upgrade of the device, the screen displayed a "defib fault 78" message and a "defib fault 79" message. The complainant indicated that there was no patient involvement in the reported malfunction.